Manufacturer narrative:
The astral device main circuit board (pcba) was returned to the design house for an extensive engineering investigation. Performance testing found the main pcba operated within specification. Review of the device data logs revealed the occurrence of system fault 101 indicating an incorrect outlet pressure. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the system fault 101 is most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its pressure calibration test was due to a faulty main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its pressure calibration test. There was no patient injury reported as a result of this incident.